Event description:
A customer contacted baxter's technical service center regarding a system error code 2240 that occurred on the homechoice (hc) during drain. The technical service representative (tsr) advised to start over with new supplies and to contact the nurse. The home patient stated they became disconnected from the patient line while they were sleeping. The home patient would complete therapy with a manual exchange. A follow up call to the peritoneal dialysis nurse was made and the nurse stated there were no patient injuries associated with the event. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
The patient stated that the sample was not available during the initial contact.